Event description:
Customer reported his sensor glucose was 70 mg/dl and actual blood glucose was 300 mg/dl in the morning, treated with a bolus. Customer declined to troubleshoot for high blood glucose levels. Customer was in the hospital for a motorcycle accident. Customer had experienced a low predict alert and sensor variance with he blood glucose. Customer states that he constantly has issues with sensor and blood glucose readings at night. Customer is unable to upload to carelink. Customer declined to continue troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.